Event description:
Information received indicated the head up section will not raise.

Manufacturer narrative:
Hill-rom technician found that the bed had no head up function. The head up valve was stuck. He replaced the head up valve and the bed functioned properly. The bed functioned to specifications after he replaced the head up valve.